Event description:
Notified of an internal leak of the dialyzer during paitent use. The problem was found during the initial use of the dialyzer. Accoridng to the healthcare professional, the reported leak was verified with testing of the dialysate for blood. Dialysis was just initiating, and the dialyzer was not completely primed with blood; estimated blood loss 100 cc. Healthcare professional could confirm whether the dialyzer had been discarded. Will return telephone call tomorrow and speak with chief technician. On 3/17/98 chief technician confirms the dialyzer was saved and disinfected for transport. The dialyzer had been pre-processed prior to use.

Manufacturer narrative:
4/10/98 awaiting receipt of complaint sample. 5/20/98 - sample eval - the sample analysis performed confirmed the internal "blood leak" reported by the facility and that the leak was due to a crack in the polyurethane. This leak was reported as an isolated incident within the reporting facility. Although the cause cannot be identified, co is unable to take immediate corrective action, but co will monitor incoming complaints and follow-up appropriately if co sees any pattern of similar defects.